Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified distal right coronary artery (rca). Two balance middleweight (bmw) universal ii guide wires were advanced to the rca. After an unknown stent was placed in the right coronary artery/ramus segment, a stenosis was treated in the right posterior descending artery. A third bmw universal ii guide wire was placed through the stent struts into the ramus artery. The guide wire in the ramus caught on the stent struts and could not be removed. While removing the guide wire, the tip separated into the rca to the aorta. A snare device was used but the separated tip could not be removed. The patient was sent to bypass surgery where part of the guide wire tip was removed; however, a small part was stuck in the stent struts and remains in the patient. The patient is doing well. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.